Event description:
A report was received stating that during use on a pt, the cannula broke off of the administration set and remained inside the pt. No attempt to remove the cannula was made. No permanent adverse effects to pt reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed. Explanation of method code: a sample device was returned and is currently under investigation.